Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An operating room supervisor reported that knives were used during surgeries in which the incision was less clear and not watertight. Procedure details and patient impact information is unknown. Additional information has been requested.